Event description:
It was reported that the user experienced hyperglycemia and separate intermittent ilet display behavior, described as the screen flashing on and off with occasional lines, which the user associated with carrying and sitting on the device in a back pocket; the display issue resolved after the user stopped that practice. Symptoms included elevated blood glucose up to 600 mg/dl for approximately 4 hours with device high glucose alerts. Outcomes included no medical intervention, no assistance from others, and no immediate health effects. Investigation included customer interviews, device use review, and troubleshooting and education on device handling and infusion set replacement. Investigation of this case revealed an undetermined cause for the hyperglycemia and probable mechanical or physical stress to the display consistent with user handling, with the display now functioning normally after behavioral change. It was concluded that the hyperglycemia had an unclear cause and that the display issue was attributable to physical stress without persistent malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.